Manufacturer narrative:
This report is for an unk - end caps: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure with antegrade approach for a non-union femoral shaft nonunion. Postoperatively, there was a persistent nonunion, presumably septic noted. Patient had a nonunion of exchange nail. Reoperation and implant removal was done. There was an evidence of healing reported. This complaint involves (4) devices. This report is for (1)unk - end caps: rafn. This is report 1 of 3 for complaint (B)(4).